Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl defibrillator monitor indicating the pad gel was poorly distributed. The issue was noted to have occurred while in use with a patient having experienced an injury. No further details were made available.